Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the healthcare provider (hcp) via the company representative (rep) regarding a patient receiving intrathecal baclofen (gablofen) 1,00mcg per ml via an implantable pump. The patient noted to have increased spasticity the last 4 weeks. They were brought into emergency department after fall. They were notified pump to have discrepancy in emergency department (ed). They had a long multiple hour stall after magnetic resonance imaging (MRI) after admission. The patient had the recent fall within last week, but patient had notified increased spasticity in last 4 weeks. Diagnostics/troubleshooting included aspiration of pump completed, interrogation with tablet, MRI, and dye study completed. Catheter appeared to be intact with dye study per attending. The cause of the targeted drug delivery discrepancy was not determined. Actions/interventions taken to resolve the issue included that the pump replaced and the 40ml pump swapped out for 20ml pump per patient request.